Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient status post plate and screw implantation on (B)(6) 2011 discovered the plate failed and there was a nonunion approximately three months post operatively, x-rays dates unknown. Patient was returned to operating room on (B)(6) 2011 and the hardware was removed. The patient was revised with a 2.4mm lcp mini frag plate. Surgeon noted no screws were broken.